Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the operating test fails. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the operation test failed. The rse evaluated the device remotely. It was determined that the operating test failed at the level of the defibrillation due to a defective charge condenser. The customer was informed that as the device had already reached the end of its support, the charge condenser was no longer available in stock. Based on the information available and the testing conducted, the cause of the reported problem was a defective charge condenser. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was returned to service with limitation (obsolescence email was sent to the customer). It has been concluded that further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: remote support provided.